Event description:
The lesion was an eccentric, severely ca++ mid-lad lesion. The lad was tortuous. The lesion had been predilated with a 2.5 balloon-but there was elevated elastic recoil and elevated calcification. The lesion was actually at a bend. User forced the stent "hard" into the lesion -"deep throating" the guide - but the stent would not cross. The stent was "hard" to retract and the stent came off the balloon and fractured but stayed in the proximal lad. Forces the stent - shifted plaque and closed the lad - requiring CABG. Problem was not the stent - was the technique - of dealing with calcification. Pt - is now recovering from surgery.